Manufacturer narrative:
Per cmo, "reasons of no corrective action: the intended use of the sterile insulin syringe is "to extract insulin and inject it into the subcutaneous tissue, for single use only." Based on clinical use analysis, the amount of bubbles generated during aspiration is generally related to factors such as the negative pressure inside the vial and the aspiration speed.

Event description:
Mckesson rep reached out stating "customer states that syringe is pulling in air when trying and causing air bubbles when adding medicine to the syringe." Customer uses product with bacteriostatic saline, xylocaine, various vitamins. End user is using " 18g needle into vial, air coming in through syringe plunger" when promblem is ocurring.

Manufacturer narrative:
Product has not been returned to our facility. Manufacturer has been notified and has been advised to provide retain lot testing at their earliest convenience.

Event description:
Mckesson rep reached out stating "customer states that syringe is pulling in air when trying and causing air bubbles when adding medicine to the syringe." Customer uses product with bacteriostatic saline, xylocaine, various vitamins. End user is using " 18g needle into vial, air coming in through syringe plunger" when problem is occurring.